Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. The provided pictures insufficient to perform a visual and dimensional evaluations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and x-rays were provided and reviewed by a health care professional. Review of the available records identified: periprosthetic fracture of distal femur which may mildly extend to the periprosthetic region, fracture appears to be related to trauma, mild apex anterior angulation of the distal femur, no hardware fracture, no dislocation, likely suprapatellar lipohemarthrosis. The complaint was confirmed. A definitive root cause cannot be determined. And lot combination. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised approximately 12.5 years later due to a periprosthetic fracture. All components were revised. No operative records were provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00588604412 - trabecular metal cruciate retaining monoblock tibial component: yellow, size 4 c-h, 12mm - 61803950. Report source : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.